Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that his blood glucose was frequently high. The patient's blood glucose had been in the 300 mg/dl and 400 mg/dl range. The patient treated via insulin pump bolus. Troubleshooting was initiated and there were no notable malfunctions. The setting for the patient's food and correction bolus was incorrect, and the patient was assisted with correcting his bolus wizard settings. The insulin pump was not returned for analysis.